Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Complaint evaluation revealed broken hexalobe tip and twisted tip. Device met all material specifications as received. Complainant's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned and/or torquing while leveraging the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the hexalobe tip of the driver broke off in the 18mm screw after insertion. It broke flush and smooth with the screw. Procedure was an mtp (metatarsal-phalangeal) fusion.